Manufacturer narrative:
(B)(4). The analysis found that the pcee60a device was received in good visual condition and with three cartridges present. The reloads were received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Batch # n53a9f. Additional information requested and received. Was there an issue that occurred with the two ecr60b cartridges? - we do not have detailed information of the two ecr60b cartridges. Please explain. If no, why are the ecr60b cartridges being returned? - na. When it was found that the staples from the proximal end to the middle were formed and in their staple pockets, is that because there was no jejunum in that part of the jaw? - maybe. Or, were there staples missing from the jejunum staple line? - no.

Event description:
It was reported that during a semi-open small bowel resection, the staples from the proximal end to the middle were not deployed at the 6th firing on the jejunum. The staples from the middle to the distal end were deployed on the target tissue but the staples were malformed. The cartridge was white. After this event, it was found that the staples from the proximal end to the middle were formed and in their staple pockets. Another device was used to complete the case. There were no adverse consequences to the patient.